Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was turned off by a patient during therapy (programmed amount and delivery rate unknown). The device had been locked during a heparin infusion when the patient turned off the device in attempt to silence a beeping alarm. The infusion had been interrupted for several hours until it was discovered by an rn and the infusion was restarted. The customer also stated that the patient's labs were monitored and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.